Event description:
The customer reported the image on the screen was black in the middle and uninterpretable. No patient injury was reported.

Manufacturer narrative:
No repairs were required. The system was operating as intended.